Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened when establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted. A third clip delivery system (cds) was advanced to the mitral valve. When attempting to establish final arm angle (efaa), the clip opened. Troubleshooting was performed however the clip opened again therefore the clip was not implanted and the cds removed. Another clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned. Analysis of the returned device did not confirm the reported clip opening during establishing final arm angle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on information reviewed and without a confirm failure mode, a definitive cause for the reported clip opening during establishing final arm angle in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.